Event description:
On 30 june 2025, senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review. The user was advised to re-link the sensor. Based on additional monitoring, calibrations entered fit sg well, with differences due to lag and calibrations entered during periods of rapid change. As per dms, shows user continues to use the system and has information up to date.

Manufacturer narrative:
User reported inaccuracies between their cgm and bgm. A diagnostic upload was performed successfully and the case was escalated to the next level of support. Per the escalation, it was advised that the user re-link their sensor which was completed successfully. After re-link was advised to continue using the system, entering calibrations as requested. However, the user had stopped using the system and didn't finish their 4 calibrations which lead to an "calibration expired which was received on 09-jul-2025 and the user being sent back to the initialization phase. User finished their calibrations and customer care performed additional monitoring. Based on the additional monitoring, it was found that the "calibrations entered fit sg well, with differences due to lag and calibrations entered during periods of rapid change". User was encouraged to continue using the system and to calibrate as requested. Per the dms, the user is using the system with up-to-date information.